Event description:
The following event was reported to implantcast gmbh: "detached component elements". Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. Another product was used to finish the surgery.

Manufacturer narrative:
According to the description of the event, component elements became detached from a shell impactor. The product in question was provided for an optical examination. The small bolt nut at the tip of the product can easily be removed from the product. Based on the technical drawing, this bolt nut is glued with loctite, hence it should not be removed from the product. On the bolt nut, there still remain present from the loctite. It is known that the issue occurred during use/intraoperatively. However, this malfunction had no health effect on the patient. Another product was used instead to finish the surgery. The manufacturing documents and the material certificates of the shell impactor were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the shell impactor. An error during manufacturing can be excluded since there still remain of the loctite visible. This event was assigned to the error pattern "loosening" in the associated risk management.

Event description:
The following event was reported to implantcast gmbh: "detached component elements." Note: it is known that the issue occurred intraoperatively. However, according to the available information, this issue had no health impact on the patient. Another product was used to finish the surgery.

Manufacturer narrative:
According to the description of the event, component elements became detached from a shell impactor. The product in question was not subjected to an optical examination. Since there are also no pictures available, no optical examination could be performed. Based on the description of the event it is assumed, that the small metal ring on the tip of the product may have become loose. This can neither be confirmed nor denied. It is known that the issue occurred during use/ intraoperatively. However, this malfunction had no health effect on the patient. Another product was used instead to finish the surgery. The manufacturing documents and the material certificates of the shell impactor could not be checked, as no lot number is available. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no technical root cause could be determined why the issue occurred. It can only be assumed that the malfunction can be regarded as a random failure of a component with regards to the shell impactor. This event was assigned to the error pattern "loosening" in the associated risk management.